Event description:
It was reported that the user experienced frequent hyperglycemia while using the ilet system with a dexcom g7 and inset infusion set, and customer support guided a factory reset and successful reactivation after the healthcare provider recommended it. Follow-up communication indicated the user was using meal announcements to correct high glucose, representing an improper method of correction and a use error related to the user interface. Symptoms included hyperglycemia reaching 400 mg/dl and sleepiness. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user and caregiver. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect procedure related to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.